Manufacturer narrative:
E.1. Initial reporter address: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® k2e 5.4mg plus blood collection tubes that there was an insufficient amount of negative pressure in the tubes causing and underfill in 6-7% of 3ml purple tubes. No injury to patient. The following information was provided by the initial reporter: "on the morning of october 16, 2023, I received a complaint from the health examination center of (B)(6) hospital about 3ml purple head tubes, and the customer complained that in the past two months, about 6-7% (average daily dosage of 400 tubes) of 3ml purple head tubes was found to have insufficient negative pressure, which was manifested by blood flow rate similar to drip rate, and even about 1% could not collect blood samples at all, suspected of no negative pressure. "